Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line were confirmed via device analysis. The reported difficult positioning in anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult positioning in anatomy associated with gripper caught on leaflet was due to procedural circumstances. The reported broken gripper line was likely related to troubleshooting the reported gripper caught in leaflet. The reported single gripper actuation issue was a cascading event of the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and multiple prolapses. A mitraclip xtw was inserted and advanced under the valve. However, while in the valve, the gripper became caught on a leaflet. Troubleshooting was performed, and the clip was able to be freed. However, once freed, one of the grippers would not lower. Therefore, the clip was removed from the patient. It was noted that the gripper line was broken. The procedure was completed with no clips implanted. The mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.